Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose fell to 30 mg/dl while wearing the pod between 4 and 24 hours on the arm. Patient had forgot to account for 60 units of "24 hour acting insulin" that was already in her system, when activating pod. Subsequently, patient "was not feeling well," sweating, and legs were "buckling." Paramedics were contacted and administered glucose took patient to the emergency room (ER) for treatment. The patient lost the pod, therefore, no longer available for return. No further information is available, regarding treatment or official diagnosis, as patient could not remember.